Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant. The patient reported that their pain which was being treated by the evoke scs had been resolved. The evoke scs system was confirmed to be functioning as intended prior to the explant.